Manufacturer narrative:
Evaluation: 5th wheel assembly.

Event description:
It was reported by svc report that the side brake/steer not working. There was pt involvement, however no adverse consequences are reported.